Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient had a magnetic resonance imaging performed (MRI) 2 -3 weeks ago and several days later the pump was alarming. The healthcare provider (hcp) performed diagnostics on the pump and it showed that the pump had resumed function 45 minutes after the MRI. The caller stated that they were still hearing the pump alarm every 5 seconds and sometimes for a minute. No symptoms were reported. No further complications have been reported as a result of this event.